Manufacturer narrative:
The customer submitted their own medwatch report - (B)(4).

Event description:
The customer reported that during a patient event, their device charge its defibrillation energy to 300 joules but would not deliver the defibrillation shock. After the failure to deliver the shock, the device illuminated its service indicator and there were also event codes logged. Physio has been unable to obtain additional information on the patient event; however, there was no report of any adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and then returned the device to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control further evaluated the device and did verify the reported event codes logged in the device's memory. Physio also observed that the event codes were logged at the same time as the power off indication within the electronic patient record. Physio updated the device software and observed proper device operation through functional and performance testing and the device was returned to the customer for use.the cause of the reported failure could not be determined.